Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number 3014128390-2022-00002.

Event description:
The patient was revised for dislocation on (B)(6) 2021. Approximately 3 weeks after the first surgery. The surgeon explanted 1 eccentric glenosphere (36), 1 humeral spacer (9) and 1 humeral cup (36/9). The surgeon implanted 2 cortical screw 26 and 28, 1 humeral spacer (9) and 1 humeral cup (36/6).